Event description:
The user facility initially reported that the pt's head moved during a cervical laminectomy and no pt injury was reported. Add'l info was reported on 4/17/08 confirming that the pt had sustained a three inch laceration to the left side of the head when the disposable pin became loose and the pt's head slid down during the surgical procedure. The pt had an intra-operative plastic surgery consult and the three inch laceration was closed before the pt left the operating room.

Manufacturer narrative:
The mayfield (B) (4) unit was received and evaluated by the manufacturer. The unit was put under pressure and the slippage condition could not be duplicated. The 80# torque knob tested good under pressure and the ratchet extension arm had no visible cracks. The lock had a little rotational movement. The large starburst teeth showed some wear but were still functional. The rocker arm passes go no-go gage and all other components are functional. General maintenance and cleaning were required. Although the hospital has indicated that they previously returned this equipment for repair on 6/11/07, the MFR's repair records cannot confirm this having occurred.